Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set leaked; further described as ¿leaking underneath the twist clamp down the tubing¿. This was observed during use of peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury, however the patient received antibiotic treatment as a precautionary measure. No additional information is available.

Manufacturer narrative:
Additional information: the device received has a d4: catalogue # of 5c4482 and associated with a g4: PMA/510k # of k152675. H10: a device was received for evaluation. A visual inspection performed noted a hole in the tubing near the occlude feet on the main body. Functional testing including clear passage and clamp function testing were performed with no issues noted. Leak testing revealed a leak from the hole in the silicone tubing near the occlude feet. The reported condition was verified. The cause of the hole could not be determined. Should additional relevant information become available, a supplemental report will be submitted.